Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown, not provided. Pt sex/gender: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zkb00, was performed due to best corrected visual acuity (bcva) issue (unexpected post op refraction). Patient is reported to be doing fine. No further information was provided.

Manufacturer narrative:
Information was known at the time of the initial MDR; however was not included. Date of birth: (B)(6) 1940. Sex/gender: female. Physician's name: dr. (B)(6). The intraocular lens was returned to the manufacturer for evaluation and the lens was received damaged and incomplete, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.